Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken stopper was found before use with a syringe 5ml ls 23ga 1-1/4in. The following information was provided by the initial reporter, "the stopper broken."

Manufacturer narrative:
Investigation: photo evaluation: 1 photo was returned for evaluation. From the photo, observed damaged on the syringe barrel. Sample evaluation: 1 actual sample with open package was returned for investigation. The sample was not decontaminated. From the sample, observed damaged on the syringe barrel. Simulation was conducted to create defect cause by no needle eject station top guide plate. Adjust the top guide to lower at the transaction dial to create the damaged on barrel. From the simulation result, the damaged barrel of the simulated and the sample returned are identical the syringe barrel damaged during the transition to outfeed dial at syringe needle assembly process. Probable root cause could be at the no needle eject gate station, the top guide plate alignment is not secured at the transaction dial. As this caused the product tilted from the slot pocket resulted crashed and damaged by pocket dial and side guide during transition to outfeed dial process. The defect parts failed to remove effectively by production technician which resulted escapees to the next process. DHR was performed and no similar defect was found during qa outgoing inspection and no quality notification was raised on past 12 months.

Event description:
It was reported that a broken stopper was found before use with a syringe 5ml ls 23ga 1-1/4in. The following information was provided by the initial reporter, "the stopper broken."